Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineering (fse) confirmed with the customer and intuitive surgical inc. (Isi) representative that after performing a hard restart of the system, the issue was resolved. No further issues or errors reported. No fse site visit required. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the customer contacted the technical support engineer (tse) for phone assistance regarding the universal surgical manipulator (usm1) brake not holding well and that the usm1 would float off if it was barely touched, while the other arms were functioning normally. The tse documented that the customer had been complaining about this behavior and noted that this system was worse than another system with similar usm arm drifting. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred prior to the start of the surgical procedure. There was no patient injury or harm associated with the event. The procedure was successfully completed robotically in its original configuration. To address the issue of robotic arm drifting, the operator held the arm steady for a few extra seconds. There was no patient involvement.